Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been experiencing issues with their device. After visiting the patient's neurologist, the implant battery was checked and found to be 75%, but the handset now shows at 50%. The healthcare provider did not change the therapy settings and confirmed that the therapy was functioning correctly. The caller also reported that the patient had been receiving error message 726 and mentioned seeing an orange bar indicating the battery was going dead. The agent inquired if the patient might have been seeing 'service code 626 - recharge your neurostimulator battery to prevent future loss of therapy', but could not confirm as the caller did not have the error code during the call. The meaning of error code 626 was reviewed, and the patient was recommended to continue to monitor and note any error codes, calling back for troubleshooting as needed. During the call, the caller connected to the patient's implant and confirmed the battery was at 50% with therapy on in the dbs therapy app, denying any other error messages. The agent reviewed implant battery level increments with the caller, who will monitor the situation and call back if the issue per sists for further troubleshooting.